Event description:
The recipient reportedly experienced a head trauma incident. The recipient presented with pain and non auditory sensations. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly doing well following revision surgery and is experiencing no issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers as well as a torn magnet pocket. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna coils. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to the antenna damage. Some electrical tests could not be performed due to no lock. The device passed the electrical tests performed. The device passed the mechanical test performed. The reported complaint of non-auditory sensation and pain could not be verified during this analysis, which was limited in some respects due to the antenna being damaged prior to receipt. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.